Event description:
It was reported that a spectrum iq infusion pump over-outputting above 21ml during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over outputting above 21ml" was not reproduced. Evaluation preformed volumetric test 3 times resulting in 20.5ml. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.